Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
The device was evaluated on-site at the customer facility. The condition of failure code 500:320:658:0000 was confirmed through the event history. The assignable cause could not be determined, the user interface module keypad was replaced as a precaution. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
Colleague infusion pump was reported originally for a failure code 500:320:658:0000. It is unknown when the reported condition occurred. No patient injury or medical intervention occurred. During a review of the pump's event history by baxter (B)(4) personnel, the device was found to have experienced a failure code 500:320:658:0000, which interrupted delivery. This device utilizes user interface module master software version 6.13.92 categorized as remediated.